Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that starting at 6:03am on (B)(6) 2019, the patient obtained readings on the subject meter of ¿532 and 557 mg/dl¿ which he considered high compared to his feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with novolog pre-filled syringe (10 units), which he self-adjusts. The reporter indicated that the patient took his usual medication and did not make any changes related to the alleged product issue. The reporter stated that 45 minutes to an hour later, the patient developed symptoms of ¿tiredness and sweaty¿. She reported that the patient self-treated his symptoms by ¿eating an egg and piece of toast¿. She denied that the patient had used any other device to test his blood glucose levels. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient/reporter did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering his usual dose of insulin.